Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
The data files and the afapro28 balloon catheter with lot 30151 were returned and analyzed. The data files showed 14 applications were performed using the balloon catheter on the date of the event. Data files showed a system notice 50032 (the safety system has detected a compromised outer vacuum) during the ablation phase on the applications 11, 12, 13 and 14. The data files also showed six applications were performed using a non-returned balloon catheter on the date of event. The reported system notice 50032 has been confirmed through data analysis. Visual inspection showed a pin size hole on the surface of the inner balloon and a kink/twist was observed on the guide wire lumen. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032 (indicating that the safety system detected a compromised outer vacuum). During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection of the balloon catheter did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.17 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to an inner balloon breach and a guide wire lumen kink on the balloon catheter tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.